Event description:
Ous MDR - after an implantation time of approx. 53 months, eri was reported.

Manufacturer narrative:
The battery analysis: the battery was returned to the manufacturer for a thorough analysis. The measurement of the battery voltage was able to confirm a discharged battery. A performed microcalorimetric measurement showed an increased heat tone of the battery. The battery was then opened, and the internal structure was visually inspected. The visual inspection detected an internal short-circuit. This internal short-circuit enabled an increased battery-internal self-discharge, which contributed to a premature battery depletion. In summary, the analysis of the pacemaker confirmed premature battery depletion. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, all therapy functions critical for patient safety were available without restrictions throughout the implantation time.

Manufacturer narrative:
7/13/18 - we received a preliminary analysis. The ICD first underwent a status interrogation. The device status was eos, 21 charge processes had been documented. The device memory data of the ICD were analyzed. It was detected that the device status eos had been activated on (B)(6) 2018, most likely due to an automatic formation while the device was stored in a cold environment. The eos state was reset with a technical programmer. The battery status eri was then displayed, matching the clinical observation. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device detected the fibrillation signal as expected. The detection was followed by a charge process, which was aborted because of the already severely discharged battery. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured. A discharged battery was found. The electronic module was then connected to an external voltage source and underwent another electrical function check. The current uptake of the electronic module was tested and proved to be unremarkable. The module was completely capable to provide therapy. There were no indications of a malfunction of the electronic module. The battery was returned to the manufacturer for a destructive analysis, where it is being thoroughly analyzed. As soon as we have new insights, this report will be updated.